Event description:
On (B)(6) 2011, pt's clinical trainer reported a concern with the infusion set. Clinical trainer reported the pt is having trouble with the infusion sets and is changing them daily. Clinical trainer was unable to gather anything about the infusion sets and advised the pt to call. Clinical trainer reported the pt does not want to use the infusion sets anymore. On f/u call pt reported the infusion sets are leaking after about a day. Pt stated the leak is coming from underneath the adhesive. Pt is currently driving and does not have the infusion sets with him. Pt reported he is using the insertion device to insert the infusion set and the issue occurred with the last 5 infusion sets. Pt stated he does not think there is any pooling of insulin at the infusion site. Pt reported he hears a click when connecting the infusion set tubing. Pt stated he noticed the leak because he could see the adhesive pad was wet and that it is causing elevated blood glucose levels. Pt reported he is receiving blood glucose readings in the 300 - 350 mg/dl. Pt's normal blood glucose level is 180 mg/dl. Pt stated he changed the infusion set and his blood glucose level came back down and the infusion set that is inserted is working correctly. Pt reported he believes the infusion set is causing the leaking. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.